Event description:
It was reported by the affiliate after a rectum resection procedure that the anastomosis was tested and was ok. After 5-6 days, insufficient. No further information is available. There was no adverse patient consequence.